Manufacturer narrative:
Date sent to the FDA: 01/29/2016. It was reported that patient underwent sling procedure and posterior repair. The mesh exposure was noted by a physician in (B)(6) 2012. The patient underwent trimming of mesh exposure in the clinic in (B)(6) 2013. The patient experienced left periurethral mesh exposure and underwent surgical procedure under general anesthesia with cystoscopy and excision of 1 cm of mesh. It was reported that the patient is awaiting follow-up.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a sling procedure on (B)(6) 2012 and mesh was implanted. Following the procedure, the patient experienced a recurrence of stress incontinence, dyspareunia, hyspareunia, mesh exposure and extrusion periurethrally. It was reported that the patient underwent an excision of transvaginal mesh, bilaterally. Additional information has been requested.